Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. No accidental stick occurred. No adverse event reported. Reporter did not provide the lot number of the lancets. The device has been returned to the manufacturer.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to (B)(6).